Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, device was found to be in back-up vvi mode due to excessive charging. Patient received inappropriate shocks caused by rapidly conducted atrial fibrillation. A device download was performed successfully, and the device was restored to normal function. Patient is doing well.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of backup vvi (bvvi) was confirmed in the laboratory. Review of the device image indicated numerous hv charges within a short period of time due to the patient's heart rhythm. It is believed the numerous hv charges caused the device to enter bvvi.